Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the charger was non-functional and unable to power on due to a defective main board. The root cause for the defective board was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger had a battery charger problem.